Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and post procedural pulmonary embolism ("clots in both lungs - bilateral pulmonary embolism") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure was removed on (B)(6) 2012. On (B)(6) 2012, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant). At the time of the report, the device dislocation, post procedural pulmonary embolism, menstrual disorder and vaginal infection outcome was unknown and the pelvic pain had resolved. The reporter considered device dislocation, menstrual disorder, pelvic pain, post procedural pulmonary embolism and vaginal infection to be related to essure. The reporter commented: per mr: post essure application, there were (3) coils visible from the right tubal ostium and (1) coils visible from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure device was successfully inserted. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 22-may-2018: reporter information was added. This case concerns 32 year old patient. Her concurrent condition was added. Essure indication was amended. Essure insertion and removal date was updated. Her concomitant medication was added. Following events: clots in both lungs - bilateral pulmonary embolism and vaginal infection were added. She had recovered form pain: pelvic. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully inserted incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and post procedural pulmonary embolism ("clots in both lungs - bilateral pulmonary embolism") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2012, 9 months 29 days after insertion of essure, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("mensturation issues"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, post procedural pulmonary embolism, menstrual disorder, vaginal infection, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation, menstrual disorder, post procedural pulmonary embolism and vaginal infection to be related to essure. The reporter commented: per mr: post essure application, there were (3) coils visible from the righttubal ostium and (1) coils visible from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully inserted . ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet received events added from pfs- mental anguish, depression. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and post procedural pulmonary embolism ('clots in both lungs - bilateral pulmonary embolism') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant), 9 months 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues"), genital haemorrhage ("genital bleeding"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder problem - bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, post procedural pulmonary embolism, menstrual disorder, anxiety and depression outcome was unknown and the vaginal infection, genital haemorrhage, urinary tract infection, cystitis and vaginal discharge had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, genital haemorrhage, menstrual disorder, post procedural pulmonary embolism, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: per mr: post essure application, there were (3) coils visible from the right tubal ostium and (1) coils visible from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully inserted. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and post procedural pulmonary embolism ('clots in both lungs - bilateral pulmonary embolism') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2012, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2012, the patient experienced post procedural pulmonary embolism (seriousness criterion medically significant), 9 months 29 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("mensturation issues"), genital haemorrhage ("genital bleeding"), urinary tract infection ("urinary problem -urinary tract infection"), cystitis ("bladder problem - bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy/total hysterectomy with essure successful removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, post procedural pulmonary embolism, menstrual disorder, anxiety and depression outcome was unknown and the vaginal infection, genital haemorrhage, urinary tract infection, cystitis and vaginal discharge had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, genital haemorrhage, menstrual disorder, post procedural pulmonary embolism, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: per mr: post essure application, there were (3) coils visible from the righttubal ostium and (1) coils visible from the left tubal ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully inserted. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- new event genital bleeding was added. Outcome of the event vaginal infection was updated from unknown to recovered. Urinary / bladder problem added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.